Manufacturer narrative:
Per -80 initial report. Additional information and the return of the explanted device has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification when manufactured. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Taperfit revision after approximately 6 years due to fracture of the stem.

Manufacturer narrative:
(B)(4) final report. Additional information and the return of the explanted device was requested in order to progress with this investigation. Corin were informed that the patient had suffered a fall. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification when manufactured. Post primary and pre revision x-rays and the explanted device were provided to corin and were reviewed. Examination of the returned device concluded that this event occurred as a result of a sudden fracture and not a slow fatigue fracture which is consistent with the additional information provided to corin. The investigation concluded that the reported event is as a result of trauma and consequently corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Taperfit revision after approximately 6 years due to fracture of the stem.